Event description:
A 59 year old female patient contacted lifecor customer support to report that when she was replacing the battery pack, during her daily routine, the pack she has just r3moved from the monitor displayed a charger fault when she placed it in the charger. Support requested the patient perform a date download. There were no faults apparent in the downloaded data. A replacement battery pack was provided.

Manufacturer narrative:
H.3. Evaluation device evaluation of battery pack sn 71000560 has been completed. The reported problem was confirmed. The cause of the flashing red charger fault light was a defective u3 supoervisory ic within the battery pack. The u3 supervisory ic was in latched-up state which prevented any current flow. The root cause of the latch up condition cannot be positively identified. The defective u3 will be replaced. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.